Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was brought in yesterday as they had some sort of event. The caller is pretty certain it was a fall and they are currently admitted to cardiac ICU due to the event/fall, cardiac issues and possible stroke. They stated the patient's wife thinks the deep brain stimulation (dbs) may have malfunctioned, causing the patient's movement to be compromised. The wife is also not comfortable or knows how to charge the implantable neurostimulator (ins) so they need someone to assist with that. The cardiologist also thinks the device should be checked, so they are requesting a manufacturer representative (rep). The patient's wife took the external equipment home as they did not want to leave it at the hospital due to covid.